Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
Reported event was confirmed by review of medical records by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on event at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b6; g4; h2; h3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802301-modular neck g1- 60880035. 00771301100-femoral stem- 61304681. 00630506040-liner standard- 61315782. 00625006525-bone screw- 61338958. 00625006525-bone screw- 61307758. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05443 - 2 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 6 years post implantation due to pain and elevated metal ions. During the revision significant corrosion noted upon removal of the femoral head, stem well-fixed, scar tissue around the femur sent for cell count, no wbcs, no sign of infection. Eto stabilized with cerclage wires x4. Shell left intact, locking ring functioning properly, liner replaced. Liner, head, neck, stem replaced without further complication attempts have been made and additional information on the reported event is unavailable at this time.